Manufacturer narrative:
The batteries were returned; various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the batteries revealed no signs of physical damage or contamination. (B)(4) passed visual examination and functional testing; the battery performed per specification. Functional analysis revealed that (B)(4) contained a faulty cell pair. Review and analysis of the controller log files did not confirm the reported event on the event date. Log analysis revealed a critical battery alarm approximately three days prior to the reported event date. Based on the analysis and investigations performed, the most likely root cause of the event is a faulty cell pair. An internal investigation (CAPA) has been opened to address the issue. This is one of three reports (3007042319-2014-00138, -2014-00680, and -2014-00681) submitted for devices related to the same event.

Manufacturer narrative:
The device is available for evaluation, but has not been received by the manufacturer. Additional information will be submitted within thirty (30) days of receipt.

Event description:
Seven months after heartware lvad implantation the patient experienced a critical battery alarm (pump stops). The patient stated that during the night he was woken up by high priority alarm, also noticed that the controller screen was blank. The patient disconnected and reconnected both batteries, and the system was back to normal. Preliminary logs files review confirmed the pump stops. All the batteries were removed from the patient and a new set was supplied. No harm or injury to the patient was reported as a result of this incident. The investigation is ongoing.